Event description:
During an atrial fibrillation procedure, a thrombus was found on the tip of the catheter and additional heparin was then administered. When the posterior wall of the left pulmonary vein was cauterized from top to bottom to the anterior wall, the impedance near the left inferior pulmonary vein rose from 100 to 130. After rf delivery was performed about 10 times, the impedance rose again from 100 to 130. When the catheter was removed from the body and checked, a thrombus was found to be attached to the tip of the catheter. Additional heparin was administered, the catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. No visual anomalies were noted. The log file analysis concluded that the tacticath catheter performed as intended. The device met specifications during flow rate testing and no anomalies were noted during inspection of the tip electrode. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thrombus remains unknown.